Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to verify the issue. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) batteries were not charging and the iabp would shut off sporadically when in the mains operation. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse detected that the batteries were defective. Testing resulted in a sporadic charging of the batteries with interruptions in the charging cycles. They were 4 years old and deeply discharged; therefore, replacement of the batteries was required. Testing had also revealed a defective power supply. To fix the issue, the fse replaced the batteries, the power supply, and a new power cord including automatic reel mechanism. All functional and safety checks to meet factory specifications was performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a